Event description:
Reporter alleged blood glucose device had been dropped and the 3rd and 4th pins are missing from the connector. It was reported the docking port of the device looks split apart and the meter intermittently downloads and charges. Upon investigation by the manufacturer's evaluations department, it was determining the 3rd and 4th pins of the base show signs of melting. Reporter stated the meter is cleaned iwth alcohol swabs and the excess is squeezed out. Request return of the product was made and replacment product was sent.